Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c40061). Physician reported that the essure insertion was uncomplicated with one winding in both sides due to a bit thicker endometrium, he decided for a hsg (hysterosalpingogram). Since insertion patient had continuous pain on left side under abdomen. No fever or other complaints. In 2015, laboratory tests and x-abdominal overview showed normal view, normal essure shape. As the complaints persisted it was decided for a laparoscopic tubectomy. On (B)(6) 2015, an uncomplicated laparoscopy with tubectomy was performed; no perforation. Hereafter, no pain complaints anymore. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record (B)(4) (production date 31-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which 2 cases refer also to a similar type of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 16-jul-2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced pain on left side under abdomen since essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopic salpingectomy and recovered from the pain. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the close temporal relationship between essure insertion and the reported event and as it recovered with devices removal; causality cannot be excluded. Due to the required intervention, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.